Event description:
It was reported that the first stapler failed to dispense any sutures, back up device was used and sutures did not stay in the septum. A delay greater than 30 minutes was reported. No patient injuries were reported. Local anesthesia was used.

Manufacturer narrative:
Please note that this complaint was already reported under manufacturers report number 3006524618-2018-00334. Please disregard current report.